Event description:
A spleno-renal shunt placement was planned prior to the implantation of the zenith endovascular graft. Multiple complications were encountered during the re-routing of blood flow to the renal artery. With the planned coverage of the left renal artery, the zenith graft was advanced into the groin, awaiting the successful conclusion of the renal bypass. During the procedure the patient became hypotensive upon two occasions for a very short time. The entire procedure lasted approximately 10 hours, at which time a type I endoleak was observed. Due to extenuating circumstances the endoleak went untreated. Endoleak to be reviewed after recovery period. Patient remained in ICU for 10-12 days. A fungal infection developed two weeks later with poor prognosis toward recovery. Patient expired 5 weeks after zenith implant procedure. Death was determined to have been procedure related.